Event description:
The customer reported that both remote network stations (rns or remote monitoring system) are experiencing communication loss.

Manufacturer narrative:
An exchange rns server was sent to the customer which resolved the customer issue. Report of first of 2 rns units having communication loss issues.